Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6) /(B)(6) . Batch: 7130813/7116228.

Event description:
It was reported that there was a large amount of clear leakage from patients pocket site. It was noted also that there was leakage gushed out from both incisions. The patient underwent an explant procedure where all device was removed. The patient was doing fine post operatively. The explanted device will not be return as it was kept at the facility.